Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: crt-d dtba2d1, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced presyncope symptoms. The right ventricular (rv) pace/sense lead exhibited suspected fracture, and oversensing. Through manipulation overdetection was observed in the atrial and ventricular channels. Subsequently, approximately 5 days later a new rv lead was implanted, and the rv pace/sense lead capped, and remains in the patient. The atrial lead remain in use connected to the implanted device. No patient complications have been reported as a result of this event.